Event description:
Ventilator was used during transport. When checking ventilator setup for pt transport, ventilator test "passed". When connecting pt to ventilator, ventilator test "fail." Pt was bagged with 100%. Fi02, and the ventilator was taken out of service.